Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the equipment displays the alarm "replace battery". There was no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the battery. It was determined that this was a malfunction of the battery for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was defective battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Customer was provided quote for replacement battery, however customer chose to order battery via third party service provider. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the equipment is displaying an alarm to "replace battery." There was no reported patient involvement.